Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.